Event description:
Quality manager from foreign country reports that an apii was being used on a patient for post-op shoulder surgery. Patient was receiving morphine. Nurse checked patient at 9:00pm. According to qm, this was the last time the patient received morphine. The patient was then checked at 3:00am and again was stable. At approximately 7:00am during shift change, the patient was found to have expired. Qm states the physician does not feel the pump was involved in the paitent death, however, the physician removed the device from the hospital and is having an independent assessment of the pump performed by his attorney. Qm states the autopsy results reveal cardiac disease, respiratory disease and the coronary arteries to be found within the myocardium. There is no information available on basal rate or pca settings. No additional information is available at this time.